Event description:
It was reported that when the lead was disconnected from the patient¿s implantable neurostimulator (ins) it was determined the lead would not work with a replacement extension or an ins of a differing model type. This occurred despite the manufacturer previously confirming with the physician the patient¿s lead model number based off of x-ray imagery. The physician was advised which new extension type would connect to the patient¿s lead, however the patient¿s lead ¿seemed not to fit¿ when first seen at the time of surgery and was stated to be ¿not compatible¿ with the replacement extension¿s connection. The ¿pins were shorter and thinner¿ than expected and ¿they were also of equal length.¿ the patient¿s initial ins was explanted and the lead was cut as a result of the event. Though a full replacement system was available at that time, the operating physician decided to replace the patient¿s system with a system made by a different manufacturer as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the extension found no significant anomaly. It was noted the body of the device had been cut through and segmented as of the time of analysis.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # (B)(4), product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.